Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2009-00572.

Event description:
An unk pt was admitted and had two cypher select plus stents implanted within the bifurcation of the left main artery (lma), left anterior descending artery (lad), and the left circumflex artery (lcx). A cypher select plus 2.5 x 33 was implanted in the ostium of the lcx and a cypher select plus 3.5 x 33 was implanted from the lma across into the ostium of the lad. While the case was still ongoing, stent fractures in cypher stents in the lma and lad were noticed (within 30 mins after implantation). This was confirmed via ivus. The pt was discharged to post-procedure recovery without further intervention. Six hours post procedure the pt complained of chest pain. An echocardiogram was performed which revealed that a fractured segment of one of the cypher stents had possibly migrated into the aorta. The pt was sent to cath-lab again and angiogram confirmed that a segment of the fractured cypher stent in the lma (3.5 x 33mm) had indeed migrated and was protruding into the aorta by about 8mm. The physician performed appropriate intervention (details unk) and an additional stent was implanted in the lma. The pt was discharged from the cath lab in stable condition and remains asymptomatic.